Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event occurred on a unspecified date and involved a primary plum set. It was reported per the clinical department that the device was defective. It was stated that there was a brown spot in the product while the packaging was fully sealed, compromising the sterility of the item. There was no report of patient involvement or patient harm.

Manufacturer narrative:
Received one new list #146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #5487461 could be confirmed. There were multiple black spots visible on the drip chamber. The drip chamber was cut open and the particles were confirmed to be embedded in the drip chamber wall, not in the fluid path. The combined area of these particles far exceeds the allowable surface area of embedded or attached foreign material per product specifications. The most probable cause is burnt material embedded in the wall of the drip chamber during the molding process in. While the device fails visual inspection, the embedded material is not in the fluid path, and does not affect the functionality of the device. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.